Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages without prior gel release) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the add gel messages without prior gel release is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that the device was producing 'add gel' messages without prior gel release events. In addition, the patient's battery charger would not charge the battery packs.